Event description:
The site reported the following: foreign material found in the tubing. Visual inspection of the tubing prior to use prevented the tubing from being used for a patient procedure.

Manufacturer narrative:
Bayer r and I product analysis received and examined the returned tubing assembly, lot number 122919, and identified the presence of degraded resin in the fluid path. The resin, which was approximately 1.75 x 0.50 mm in size, was detected about 8 inches from the distal (patient side) port of the tubing assembly after being removed from the syringe kit. Comparison of the width of the particle with the inside diameter of the range of catheters used for radiology procedures concluded that the particle had the potential to pass through the catheter to the patient. Although the particle was connected to the inside wall of the tubing, force from fluid flow during an injection could have dislodged the particle. The syringe kit instructions for use instructs the customer to "visually inspect contents and package before each use". This visual inspection ensures any particulates are noticed and mitigated, which is what occurred in this reported instance.